Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 while attempting to cut the patients first venous branch, the harvester noticed that the cutting wire of the hemopro 2 device was partially dislodged from the jaws. Customer opened another hemopro and the case was completed without any patient complications.